Event description:
It was reported that when using the bd pyxis¿ es server multiple registered patient details were not showing in multiple devices. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that multiple registered patients were not appearing in multiple pyxis units due to a server issue. A field service engineer (fse) found that all stations at the hospital had internet connectivity but no server communication. The hospital it team informed the fse that the current server did not have sufficient physical ram to communicate and suggested migrating the server to new hardware, which would require server credentials from becton dickinson (bd). The fse escalated the issue to the technical support specialist (tss). The tss verified that the issue with server databases, including dsserveroltp being in pending recovery, had been resolved. The tss found download errors for three devices pacu, medusrg, and ER. The tss restarted bd services, which cleared the error notices. The tss confirmed that all devices were successfully communicating with the server. The system functioned as intended after the field service engineer and technical support specialist investigated and resolved the issue.